Event description:
A customer observed a higher than expected total b-hcg result from a single quality control sample when tested using vitros immunodiagnostic products total b-hcg ii reagent on a vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred with a patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a single positively biased vitros total b-hcg ii result from a quality control sample occurred on the vitros eciq system. The positively biased result could not be reproduced and there was no evidence found to suggest the analyzer was poorly maintained. No analyzer or reagent malfunction was identified. The investigation was unable to determine the root cause of this event.